Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device lost telemetry and function due to battery depletion. There cause of the depletion cannot be determined. The device was fully functional and operated under normal current drain when powered with an external supply. The residual voltage and impedance indicates that the battery was not internally shorted. Without save to disk data it is unknown when the device was implanted, the settings under which it operated or if the vf detection was left on post explant. Since no save to disk data could be retrieved from the device and no other data was provided from the field there is no way to confirm this result. The result of analysis is inconclusive.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary : the device was returned and analyzed with inconclusive analysis. Consequently the battery was sent for further analysis. Non-destructive room temperature measurements on the battery were performed and the battery had an open circuit voltage which indicated it was deeply discharged however the thickness measurement was nominal, indicating the battery had not swelled. Based on the destructive analysis results, no internal short occurred in the battery and no evidence was found of an internal condition that would cause a high internal current drain. This device was included in that field action and returned product testing found the device did not perform as described in the field action.

Event description:
It was reported that the device was replaced as it had reached elective replacement indicator (eri). The device was analyzed by the manufacturer and it tested out of specification. No patient complications were reported as a result of this event.